Manufacturer narrative:
Result claims about the patient did not recharge was confirmed. As received the ipg did not communicate with a lab patient programmer. ¿ipg communication error 2501¿ was observed on lab patient programmer. User error contributed to the event. According to the eon dfu review, it states that ¿warning: if you do not recharge a depleted ipg within 2¿18 months (depending on the proximity to the end of the device life), the ipg may lose its ability to be recharged.¿ sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg became inoperable due to not charging/using it for over two years. The patient was unable to establish communication between his ipg and the external devices. Surgical intervention will be taken at a later date to address the issue. Date of event is unknown at the time of this report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the ipg was explanted and replaced.